Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed a 20g nexiva device in opened packaging without the needle cover. The needle was positioned within the catheter. The grip was attached to the tip shield and the tip shield was attached to the catheter adapter. The device appeared to be unused. The second photo showed the label with reference number (B)(4), lot number 2122704. Since the functionality of the device could not be represented in the photograph, the reported issue could not be confirmed. H3 other text : see h10.

Event description:
It was reported that 2 of the bd nexiva¿ IV catheter cannot detach. The following information was provided by the initial reporter, translated from spanish to english: one of them cannot be detached, they already threw me away, but it is the same problem, I have one and I want to see if you can replace it, please, I have the unit in the emergency room.

Event description:
It was reported that 2 of the bd nexiva¿ IV catheter cannot detach. The following information was provided by the initial reporter, translated from spanish to english: one of them cannot be detached, they already threw me away, but it is the same problem, I have one and I want to see if you can replace it, please, I have the unit in the emergency room.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.